Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/04/2015 with the following findings: investigation revealed that the battery compartment had multiple cracks. Rust and corrosion was observed inside the battery compartment. A leak test was performed and a leak at the audio bolus button was found. In addition, investigation revealed that the display was dim fading and discolored. Unrelated to this issue, investigation revealed that the audio bolus button cover was detached and missing from the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed multiple cracks in the battery compartment. There was rust and corrosion found inside the battery compartment. Evaluation revealed that the display was dim, fading and discolored. In addition, evaluation also revealed a leak at the audio bolus button. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/04/2015.